Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery during the installation of the screw, it broke in two pieces. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: h6: complaint is confirmed. Visual evaluation, it was noted that the screw was broken. The broken pieces were not returned for investigation. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion. Functional testing was not performed due to the damage to the device.